Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017- failure to follow steps/ instructions (femoral angiogram not performed). G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 8f sheath after a ventricular tachycardia ablation interventional procedure. Prior to use, flushing of the proglide marker lumen was successful. A femoral angiogram nor an ultrasound were performed as the patient was allergic to contrast. Reportedly, resistance was felt during advancement and some bleed back was observed; however, it was not pulsatile. When the plunger of the proglide device was removed, no suture was present. Upon removal, the sheath of the proglide device was noted to be bent. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, and visual and functional inspections were performed on the returned device. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed after presoaking the device. The bent guide sheath was not confirmed. The difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.